Manufacturer narrative:
The event device has been returned for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: lower gc surgery/laparoscopic assisted colectomy. Event description: "this is a complaint from the market. Administrative no.(B)(4). Please refer to the complaint sheet for investigation." Report from the sales rep during laparoscopic assisted colectomy, the customer felt resistance in inserting a clip applier and anastomosis device. Then, he/she noted that the valve was fragmented during a check. After the portion was removed from abdominal cavity, the event unit was replaced with new one and the surgery was successfully completed. No injury and bleeding. Initial investigation report by aomori olympus the unit event unit and three(3) fragments of the septum were returned to olympus and visually inspected. The reported damage to the septum was confirmed; the septum was missing some portions; the returned fragments matched to the missing portions of the septum in shape. The sizes of the fragments are approx. 4.3 mm x 3.6 mm(a), 2.7 mm x 2.3 mm(b) and 1.1mm x 0.6mm(c) respectively. The shield and the ddb had no visible damage. The unit along with the fragments will be returned to amr for further evaluation. Admin#(B)(4). Septum cer check list: approximately 30 times is the # of insertion/removal. The surgeon(s) and or nurse(s) found the parts during the case when they felt something stuck and removed some of damaged parts. Intraperitoneal irrigation was performed at the case. Patient status - "no patient injury."

Manufacturer narrative:
The event product was returned to applied medical for evaluation. Upon inspection, engineering noted fragmentation of an internal rubber component of the seal. The rubber fragments returned did not complete the seal when reassembled. The likely root cause of the damage to the seal is an instrument. Applied medical's instructions for use states that "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.